Event description:
Employee from waste removal company sustained a needle stick injury to ring finger of right hand due to a needle penetration of a sharps collector. Injury to finger required sutures.